Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. The customer reported that the insulin pump was not vibrating. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump did vibrate during self test. The customer was advised that the insulin pump will need to be replaced due to recurring anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. During the self test, the pump vibrated properly. The vibrator feature functioned properly and no vibrator anomaly was noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.